Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins stopped without any action on their part. When they looked at their controller, it displayed that the ins was in MRI mode and stimulation was off. It was noted that the patient used their ins at high intensities and their ins required at least one recharge per day. The patient exited MRI mode and the issue was resolved. Additional information received from a manufacturer representative. It was reported that the cause of the ins entering MRI mode unexpectedly was not determined.

Manufacturer narrative:
G2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.